Event description:
It was reported, the subject device had frequent blackouts. The issue occurred, during preparation for use of an unspecified diagnostic procedure. There was no delay reported. And the patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to faulty output socket. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.